Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that debris had fallen into the pump usb port and the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was 211 (mg/dl) at the time of the report. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.